Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter: particulate matter within the syringe.

Event description:
It was reported that prior to use foreign matter was discovered with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter: particulate matter within the syringe.

Manufacturer narrative:
Investigation summary: three samples were provided to our quality team for investigation. Upon inspecting the product, a particle was observed inside two of the syringes. Using magnification, the particle was identified to be polypropylene. A device history record review found no non-conformances associated with this issue during production of the lot 1902250. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station manufacturing line has de-ionizer to remove any polypropylene particles and final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the polypropylene particle likely originated during transport of the product inside the manufacturing equipment. A project has been initiated to reduce foreign matter in this product. Manufacturing personnel have been notified and we will continue to track any future occurrences.